Event description:
On (B)(6) 2010, the patient reported that earlier today he noticed his shirt was wet and he dried the area off. He said it is now wet again and he thinks the infusion set is leaking insulin at the site. He checked all connections and confirmed there are no loose connections. He stated the infusion headset is placed in his left side under his arm which he has used before with no issues. The headset was inserted yesterday and he usually changes his headsets every 3 days. The patient removed the headset and stated there is no blood or pooling of insulin under the skin. He said there is no apparent damage to the headset. He inserted a new headset, primed, and reconnected to his infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.